Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 100 to 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of blood glucose results. Customer provided that they have not had any recent changes to diet, medication, or exercise. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of lo and lo. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 09/26/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results (time not set): 1:lo (B)(6) 2015 11:03pm. 2:21mg/dl (B)(6) 2015 09:07pm. 3:lo (B)(6) 2015 08:05pm. 4:lo (B)(6) 2015 07:15pm. 5:lo (B)(6) 2015 09:44pm. Adverse event not reported.